Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2012 with a bifurcated device. On follow up, computed tomography showed a possible type 3b endoleak. The physician elected to complete a secondary procedure and implanted two limb extensions to seal the endoleak.